Manufacturer narrative:
Batch review performed on 23 april 2021: lot 176357: (B)(4) items manufactured and released on 08-mar-2018. Expiration date: 2023-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot. Additional device involved: batch review performed on 23 april 2021: liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot 179195: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. 1 other similar event has been reported on this lot.

Event description:
2 years and 6 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.